Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 77 mg/dl. Troubleshooting was performed for the keypad anomaly. Customer does not recall any significant events leading up to keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.